Event description:
It was reported during preparation for a catheter placement procedure, the catheter of a device was allegedly missing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual observation was performed which showed that one radiopaque polyurethane single-lumen catheter, one syringe and one catheter lock were missing from the returned package. The investigation is inconclusive for missing accessory as the sample was returned opened and the original state of the package at the time of opening is unknown. Although a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported during preparation for a catheter placement procedure, the catheter of a device was allegedly missing. The procedure was completed using another device. There was no patient contact.